Event description:
Fracture. According to jasmin at the dental office, she reported they had a patient with a fractured implant. The implant was placed in on (B)(6) 2012. The patient came in to the office because they felt their crown was loose and when the doctor (dr. Singh) went to remove the crown, the doctor noticed the implant was fractured resulting in a loose crown. Implant was removed on (B)(6) 2018.